Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp. The fse replaced the high pressure regulator and then performed a function and integrity test which passed to meet specification. All functional and safety tests were performed and passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that a rapid loss of helium occurred on a cardiosave intra-aortic balloon pump (iabp) sometimes directly and sometimes after 60 minutes of operation. It is unknown under which circumstances this event occurred or if there was any patient involvement; however there was no adverse event reported.